Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml dilaudid at 2.8 mg/day via an implantable pump for spinal pain. It was reported that the patient had a refill in (B)(6) 2017 and at the refill the concentration was changed. However, they were unable to change the drug concentration number in the programmer. Today [(B)(6) 2017], they were attempting to update the programming to reflect the actual correct numbers, but were forced to do a bridge bolus. The actual concentration was 20 mg/ml, but the pump was programmed to 10 mg/ml at 1.4 mg/day. It was discussed that they were not forced to do a bridge bolus, but could select "no bolus" from the drop down. The bolus was cancelled and the values were then successfully updated to the correct values of 20 mg/ml and 2.8 mg/day. No symptoms were reported.